Event description:
It was reported to boston scientific corporation that during a procedure using an uphold lite vaginal support system, as the leg assembly was being placed through the sacrospinous ligament, the needle detached inside the patient. Reportedly, the physician attempted to locate the needle but was unable to find it. The physician left the detached needle inside the patient and completed the procedure with this device, with no complications to the patient, who was stable at the conclusion of the procedure. The patient is being followed and has not experienced any problems.

Manufacturer narrative:
(B)(4). (B)(6).